Event description:
A kidney stone forceps was allegedly used to crush a bladder stone and the jaw was stuck in the open position. Procedure was converted to supra-pubic and both the stones and the forceps were removed. Pt had extended hosp stay and tolerated the procedure well.